Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had did not vibrate. Customer did not know blood glucose at the time of incident. Customer stated the insulin pump had alerted low battery and the insulin pump did not vibrate. Customer changed the battery and the anomaly persisted. The settings on the device are correct. Self test was performed and the device did not vibrate. Customer was advised the insulin pump needed to be replaced. The insulin pump is returning for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with no vibrator alarm due to broken vibrator wire. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.